Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. The 5.5 x 200 mm armada 18 was advanced to the lesion and was pressurized when a leak was noticed at the hub. The device was removed and the procedure was successfully completed with an unspecified balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.